Manufacturer narrative:
Continued h.6. [Health effect - impact code]: f2203 imaging required.

Event description:
Patient representative additionally reported "swelling, deformation and pain in left breast", "there was seroma late and the possibility of alcl lymphoma", "peri implant collection with multiple thick septations", and "capsular contracture" baker grade unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reports left side fluid accumulation and lobulated contours. The device has been explanted.